Event description:
Patient had initial surgery in 2008 for resection of diverticulitis. Psd with veritas collagen matrix was used as a buttress at the anastomosis. Patient was released in good condition. One day later, the patient presented to the ER with diarrhea and abdominal pain. Patient was admitted to the hospital, placed on IV antibiotics and had CT scan performed. CT indicated a possible leak and subsequent abscess. Patient had a drain placed for the abscess and remained on antibiotics. A single contrast barium enema was performed which indicated a slight leak at the site of the anastomosis. Patient continues to be treated medically with antibiotics and diet control no surgical intervention is planned at this time. Patient remains hospitalized and improving.

Manufacturer narrative:
Device was not returned to synovis, so no results of testing can be determined. Surgeon has not indicated he can determine a cause for the leak. Device lot numbers not reported to manufacturer therefore manufacture and expiration dates unknown.